Manufacturer narrative:
Investigation summary: one photo was provided to our quality team for investigation. Upon visually inspecting the photo, an insect was observed inside the filled syringe. A device history review was performed for the reported lot 2108112, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The manufacturing plant is disinfected monthly by certified services. Inspection records were reviewed during the timeframe lot 2108112 was manufactured and found all cleaning and maintenance was performed according to procedure. Additional measures such as uv lights and other forms of preventative actions are taken to reduce any foreign matter in the manufacturing area. Based on all the preventive measures and our stringent in ¿process inspection plan, we believe that this should be an isolated issue with unlikely reoccurrence. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that prior to using a bd plastipak¿ 1 ml syringe, foreign matter was found in the syringe. The following information was provided by the initial reporter: unopened package, unused syringe, nurse detected a bug inside clean unused syringe. The syringe was filled with saline, but they noticed the bug before they used the syringe so there was no patient harm.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes. D.10. Returned to manufacturer on: 06-sep-2022. H6: investigation summary one photo and one physical sample was provided to our quality team for investigation. Upon visually inspecting the photo, an insect was observed inside the filled syringe. A device history review was performed for the reported lot 2108112, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The manufacturing plant is disinfected monthly by certified services. Inspection records were reviewed during the timeframe lot 2108112 was manufactured and found all cleaning and maintenance was performed according to procedure. Additional measures such as uv lights and other forms of preventative actions are taken to reduce any foreign matter in the manufacturing area.

Event description:
It was reported that prior to using a bd plastipak¿ 1 ml syringe, foreign matter was found in the syringe. The following information was provided by the initial reporter: unopened package, unused syringe, nurse detected a bug inside clean unused syringe. The syringe was filled with saline, but they noticed the bug before they used the syringe so there was no patient harm.